Event description:
It was reported that the right ventricular (rv) lead threshold was steadily increasing and was confirmed to be high at the device change out. It was further reported that the sudden increase in rv thresholds may have triggered elective replacement indicator (eri) sooner than expected in the device. It was noted that the patient was symptomatic at the eri¿s vvi 65 pacing. The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: product ID 5068-52, lead, implanted: (B)(6) 1998. (B)(4).